Manufacturer narrative:
Exemption number e2017014. (B)(4). Following the reported event, the system was evaluated by a siemens service engineer. The system was found to be operating within specification although the gap between the right side of the table and the corresponding magnet cover was measured at 10mm (normal < 8mm). The reported injury is attributed to patient positioning during table movements and not a device failure. The magnetom avanto, operator manual provides instruction to carefully monitor the patient during table movements. (B)(6).

Event description:
It was reported to siemens that an adverse event occurred during operation of the magnetom avanto system. During table movements, the patient grasped the sides of the table resulting in an injury to one finger of the patients left hand. The injury was examined by a doctor and routine first aid was provided. Several days later it was reported that the patient had an x-ray examination at another hospital. The x-ray determined that the patients finger was fractured. It is not known what medical treatment was administered, however, it was reported that the patient recovered.